Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Sureform 45 stapler log review shows the stapler was installed on the system 4 times and fired 3 reloads (1 blue, 1 gray, 1 blue). On install 1, the first two clamps were successful, and the firing was completed with no pauses for compression. On install 2, the user made 3 incomplete clamps. The 4th clamp was successful, and the firing was completed with no pauses for compression. On install 3, the user made 13 incomplete clamps. No successful clamp was made, so no firing was attempted. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the patient sustained a postoperative leak from a staple line of a sureform 45 reload and required a subsequent procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.